Event description:
The customer reported a malfunction with their insulin pump, identified by a malfunction code. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support advised the customer to use an alternative insulin delivery method while the replacement pump was arranged. The customer was guided on how to store the faulty pump and instructed to return it using a prepaid label within ten days.